Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(4) of peritonitis. On (B)(6) 2010, the patient began peritoneal dialysis therapy. On an unreported date in 2010, the patient experienced a break in aseptic technique, described as patient made a mistake and did not wear a mask. On (B)(6) 2010, prior to the start of antibiotic therapy, the patient had a peritoneal effluent culture with unknown results. The patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized and began treatment with vancomycin 500 mg loading dose intraperitoneal (ip), and syston 100 ml twice daily. Pd therapy was ongoing. The peritonitis was resolving. It was unknown whether the break in aseptic technique resolved. Concomitant medications were not reported. The reporter believed the peritonitis was not related to pd therapy, but did not provide an opinion of causality for the break in aseptic technique. Additional information was received on (B)(4) 2010. Effluent culture revealed an unspecified candida organism. On (B)(6) 2010, the patient was discharged from the hospital following the removal of the pd catheter. The patient completed treatment with syston on (B)(6) 2010.